Event description:
It was reported that the pump had an error message cassette is not on properly. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device found downstream occlusion calibration failed at high flow and alarmed cassette not attached properly message when latched with cassette during prime test. The root cause of the reported issue was found to be an inoperable downstream occlusion sensor. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor.